Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment for planned maintenance (pm). The medtronic representative replaced the inverter charger 1 and 2 as no output was measured at several locations. The charger levels verified after installation all were within specification. The xray batteries replaced in tray #3. Several batteries were swollen and measured low output. Battery connections on this tray replaced as corrosion was noticed. All battery levels confirmed within specification after replacement. The data/imagers folder was backed up as well. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with parts replacement. The parts were returned to the manufacturer for analysis. Investigation of the battery charger board 1 found several leaking capacitors. Board failed bench level test. Electrically, channel c led blinks and channel c fails all output tests. Channel d fails no load, max load and min load, and also produces a loud audible whine during min load. Defective battery charger 1 board. The hardware investigation found an electrical failure mode, defective pcba. Investigation of the battery charger board 2 found that the board failed bench level test. Charger b output no load failed high, out of spec +32.17vdc. Defective battery charger 2 board. The hardware investigation found an electrical failure mode, defective pcba. This batteries, battery connector and xray hand were discarded by the site and will not be returned to manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative requested planned maintenance (pm) and charger boards quote. Items discovered during imaging system checkout. During troubleshooting it was noted that the charger boards were out of specifications. Pm was requested by the site. Additional parts replacement quote requested by medtronic representative a few days later. He requested a quote for the battery connector kit and handswitch. There was no patient present when this issue was identified. No further details regarding this issue were provided.